Manufacturer narrative:
All information contained in this report was previously submitted through asr on (B)(6)2011. (B)(4). Article citation: hanson, summer e, gutaowski, karol a, primary t-cell lymphoma associated with breast implant capsule." In plastic and reconstructive surgery (2010 july) vol 126 no.1 pp 39e-41e. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma, and lump/nodule.

Event description:
"Primary t-cell lymphoma associated with breast implant capsule." In plastic and reconstructive surgery (2010 july) vol 126 no.1 pp 39e-41e. Within the article the author states, "asymmetry persisted. A capsulectomy with implant exchange was performed. The implant was not ruptured; however, there was a 10-cm mass associated with capsule consistent with t-cell lymphoma of anaplastic large cell lymphoma morphology. The patient underwent multimodality treatment." Lymphoma-alcl was not confirmed. Event of lymphoma captured. This record is for the right side. Manufacture of the device is unknown.